Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer reported that sensor got stuck in serter and therefore broke and was not able to be used. The customer stated that serter is ok as inserted a new sensor. The customer was advised we would replace sensor.